Event description:
It was reported that the pump switches off after half the infusion amount has been delivered and screen goes black. There were patient involvement and no adverse clinical consequences reported.

Manufacturer narrative:
The suspected device was returned for evaluation. Event log reviewed and reported failure mode was not observed in event logs history. There was no 12-month service history during the review. The device was visually inspected, and no anomalies were noted upon visual inspection. The device passed the test run without any issues. The probable cause of the reported issue was unable to be determined. There was no problem with the device, therefore no further action will be taken.